Manufacturer narrative:
After further investigation, it was noted that there was no serious injury due to infection. A revision was not completed. The patient has a history of infection, however, what they are reporting is the stiffness of left knee and therefore not reportable. This MDR submission is being rescinded.

Event description:
Study: exactech cc clinical study; subject: (B)(6). It was reported via clinical study, that the 66 yo male patient experienced stiffness of left knee. The date of onset is unknown. The patient underwent revision surgery due to the infection. The patient was also treated with medication and physical therapy. The patient¿s outcome was last known as continuing. The case report form indicates this event is definitely not related to device and definitely not related to procedure. 02-010-06-0240 - logic cc femoral size 4, left, 510k: k150890. Concomitant medical products: 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t; 02-012-64-2016 - tru fluted stm ext 20mm x 160mm blast; 02-012-61-6000 - logic offset stem ext coupler 6mm; 200-02-35 - three peg patella 35mm; 02-012-60-1440 - logic stem ext 14mm x 40mm; 02-010-06-0541 - logic post. Aug. Block size 4, 5mm; 02-012-66-5000 - metaphyseal tibial cone, ml57mm.

Manufacturer narrative:
Concomitant medical products: 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t; 02-012-64-2016 - tru fluted stm ext 20mm x 160mm blast; 02-012-61-6000 - logic offset stem ext coupler 6mm; 200-02-35 - three peg patella 35mm; 02-012-60-1440 - logic stem ext 14mm x 40mm; 02-010-06-0541 - logic post. Aug. Block size 4, 5mm; 02-012-66-5000 - metaphyseal tibial cone, ml57mm.